Event description:
It was reported that the patient's episode was not seen on the manual transmission but only on the wireless transmission. It was explained that this happens when atrial fibrillation (af) is detected in combination with a patient symptom activation. The episode also showed noise. The device remains in use. No patient complications have been reported as a result of this event.